Event description:
It was reported that during service and evaluation, it was determined that the handpiece device came apart, unattached. It was noted in the service order that the device was missing a peg. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the received photo was reviewed. The described failure by the customer was confirmed. The received photo was reviewed and compared to a known good unit. It was found that the device failed visual inspection. Based on service record and provided photo: investigation is based on the assessment. The device failed the following inspection criteria according to the pre-repair: general condition: fail. Check opening/closing of casing cover lid function: fail. During the assessment of the device and the provided photo it was found that the lid is detached from the handpiece and that one off the screws is missing. The most probable cause for the found defect is premature wear. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user: for the tool to function properly, synthes recommends that it is cleaned, disinfected and serviced after each use in accordance with the process defined in the ¿care and maintenance¿ section. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.